Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The instructions for use for the system state that the use of the oas is contraindicated if the target lesion is within a bypass graft or stent. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) was used to treat a lesion in the right leg via pedal access. It was unknown that a previously placed stent was present in the proximal posterior tibial artery, and the oad contacted the stent while spinning. The oad was removed from the stent intact and the viperwire guide wire was left in place, however no additional balloons or catheters were able to cross the damaged stent to perform additional treatment. Balloon inflation was performed within the stent successfully. The patient was stable for the duration of the procedure.